Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had unexpectedly lost power several times while it was connected to the ambulance's power supply. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent evaluated the customer¿s device. Proper device operation was observed through functional and performance testing. The third-party service agent was then able to test the customer¿s device in the ambulance. The service agent observed that the reported issue could be duplicated when the device was used in combination with the modified sinewave (power) inverter mounted in the ambulance. Physio-control determined that the cause of the reported issue was due to the customer's modified sinewave inverter. The device was subsequently returned to the customer for use. Upon review of the electronic patient records, physio-control verified the reported issue. The electronic records indicate the power adapter was not communicating properly with the device. Physio-control has recommended that the customer not to use their device in combination with the modified sinewave inverter and was advised of the warning from the lifepak® 15 operating instructions about the use of power inverters with the device, and that it¿s the users responsibility to verify that their device performs correctly when used with a power inverter.

Event description:
The customer contacted physio-control to report that their device had unexpectedly lost power several times while it was connected to the ambulance's power supply. There were no reports of patient use associated with the reported event.